Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient did not require hospitalization for the event. The patient was treated with injection meropenem intraperitoneally (ip) (1g, once daily) and injection vancomycin ip (1g, once every 5th day) for the peritonitis. At the time of this report, antibiotic treatment was ongoing. It was unknown if the patient was recovering from the event. Dianeal therapy was reported to be ongoing. No additional information is available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had passed away. The reported cause of death was a heart attack. It was not reported if an autopsy was performed. It was unknown if the patient had recovered from the peritonitis event prior to passing away. Therapy was ongoing until the time of death; however, it was not reported if the patient was connected to the device at the time of death. If additional relevant information becomes available, a supplemental report will be submitted.